Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the reported complaint. The main circuit board was replaced to address this issue. The main circuit board was returned to resmed for an investigation. Review of the device data logs could not confirm the reported complaint, however, performance testing confirmed the reported complaint. The investigation determined that the reported event was due to poor soldering on the main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. No information is available at this time, therefore resmed is unable to confirm the alleged malfunction. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.